Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information from the manufacturer service center that the alarm system did not work on a bipap a40 silver series. The device was not reported to be in patient use at the time of the occurrence. There was no report of harm or injury. The bipap a40 silver series device was returned and evaluated by philips engineer. The device evaluation found that the alarm sounds did not work therefore the main system board was replaced to address the reported issue. Additionally, the following parts were replaced to prevent failure: blower outlet and outlet flow path. The device was cleaned and tested. The software version was checked (3.6.5). New information. A correction report is being filed as this complaint is not reportable. Review of the complaint information found that no death or serious adverse event occurred. The device evaluation found no evidence of product malfunction in which the ability of the device to deliver the prescribed therapy to the published specifications would be impacted. In addition, there is no evidence that the device malfunctioned in a manner that would be likely to cause or contribute to death or serious injury if it were to recur. This complaint is not reportable to any regulatory agencies.

Event description:
The manufacturer received information from the manufacturer service center that the alarm system did not work on a bipap a40 silver series. The device was not reported to be in patient use at the time of the occurrence. There was no report of harm or injury. The bipap a40 silver series device was returned and evaluated by philips engineer. The device evaluation found that the alarm sounds did not work therefore the main system board was replaced to address the reported issue. Additionally, the following parts were replaced to prevent failure: blower outlet and outlet flow path. The device was cleaned and tested. The software version was checked (3.6.5).